Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer found that a large volume pump module, with IV tubing installed, was laying on the floor still attached to the patient's IV. The customer turned the patient's fluids off at 19:40 and then returned at 20:30 when the pump module on the floor was discovered. Occupational therapy checked the patient glucose and found that it was within normal limits. There was patient involvement but no harm. The customer provided the following additional information on 23 january 2026. Nothing was infusing at the time of event, the nurse reported that they had turned off the pump module and then returned about an hour later and noted that the pump module was lying on the floor. A mock total parenteral nutrition (tpn) was previously running at 5.7ml/hr. The data from the pcu showed that the infusion stopped at 1940 and nothing else was programmed after that. There was a patient side occlusion alarm at 1759 which was resolved, prior to the infusion being stopped at 1940.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the pump module was found on the floor was confirmed through the photo provided by the facility; however, no device was returned for investigation. The events could not be confirmed based on the email-only investigation. Laboratory testing and inspection of the suspect device could not be performed since the incident device was not received for this investigation. No suspect device or logs were returned for this investigation; therefore, a log analysis could not be performed. The bd alaris¿ system with guardrails user manual v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report indicating that the pump module was found on the floor could not be determined, as no device was returned for investigation. The events could not be confirmed based on the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer found that a large volume pump module, with IV tubing installed, was laying on the floor still attached to the patient's IV. The customer turned the patient's fluids off at 19:40 and then returned at 20:30 when the pump module on the floor was discovered. Occupational therapy checked the patient glucose and found that it was within normal limits. There was patient involvement but no harm. The customer provided the following additional information on 23 january 2026. Nothing was infusing at the time of event, the nurse reported that they had turned off the pump module and then returned about an hour later and noted that the pump module was lying on the floor. A mock total parenteral nutrition (tpn) was previously running at 5.7ml/hr. The data from the pcu showed that the infusion stopped at 1940 and nothing else was programmed after that. There was a patient side occlusion alarm at 1759 which was resolved, prior to the infusion being stopped at 1940.